Event description:
The customer stated that (B)(6) axsym hcv results were generated. A patient sample was tested with architect anti-hcv (B)(6) were generated. When tested with axsym hcv lot 29432lf00 (B)(6) were generated. Innogenetics (inno-lia (B)(6) score) was (B)(6) with a c1 band intensity of 2+ and an ns3 band intensity of 1+. The hcv antigen test and hcv pcr were (B)(6). There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3b44 that has a similar product distributed in the us, list number 5c36.

Manufacturer narrative:
The customer observed non-reactive results for one patient with axsym (B)(6) version 3.0 lot 29432lf00, whereas architect anti-(B)(6) and inno lia (B)(6) were reactive. The (B)(6) antigen test and (B)(6) pcr were negative. The customer reported that the patient in question had recovered from (B)(6). Returns were requested but were not received. A retained kit of axsym (B)(6) version 3.0 reagent, list number 3b44-20, lot number 29432lf00, was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. To evaluate analytical sensitivity, sensitivity panels, core only, c100 only, 33c only and ns5 only were tested. All sensitivity panels showed that the analytical sensitivity of axsym (B)(6) version 3.0, list number 3b44-20, lot number 29432lf00 is within acceptable performance range. Seroconversion (B)(6) panels from zeptometrix (9041 and 9045) were used to assess the clinical sensitivity of axsym (B)(6) version 3.0, list number 3b44-20, lot number 29432lf00. Data obtained for seroconversion (B)(6) panels from zeptometrix (9041 and 9045) were compared to manufacturer`s data analyzed with axsym (B)(6) version 3.0. Lot number 29432lf00 detected the same first reactive bleed for seroconversion (B)(6) panels from zeptometrix 9041 and 9045. Based on the data it was shown that the sensitivity performance is not adversely affected. Customer complaint data for lot number 29432lf00 was reviewed and did not identify any problems relating to the customer's observation. The axsym (B)(6) version 3.0 reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Manufacturer narrative:
Additional investigation results: the customer returned the patient sample ID (B)(6). It was tested with retained kit of axsym (B)(6) version 3.0 reagent lot 29432lf00 and the sample gave a non-reactive result (0.64 s/co). Therefore the customer observation was repeated. Further testing with inno-lia (B)(6) score and recomline (B)(6) igg was performed. Inno-lia (B)(6) detected the bands c1 (+1) and ns3 (+ -) and recomline (B)(6) igg detected core 1 (+1) and ns3 (+ -) too. Both tests are (B)(6). The customer had tested the patient sample with the architect anti-(B)(6) assay and obtained reactive results ( 1.240 / 1.410 s/co). Therefore the architect anti-(B)(6) results are concordant to inno-lia (B)(6) score and recomline (B)(6) igg results. Since axsym (B)(6) version 3.0 is non-reactive and discrepant to supplemental testing of the specimen (ID (B)(6)), it is considered (B)(6) for axsym (B)(6) version 3.0. Sensitivity testing was performed with axsym (B)(6) version 3.0 in the original investigation and the axsym (B)(6) version 3.0 reagent lot number 29432lf00 performed as intended. The sensitivity performance is not adversely affected. The investigation did not identify a malfunction / deficiency.